Manufacturer narrative:
The reported event of a cobra deformation upon deployment could not be confirmed. One video and one photo were received which appeared to show an occluder with a cobra deformation. However, the investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2135147-2021-00220. On (B)(6) 2021, a 10mm amplatzer septal occluder was selected for implant. During the implant procedure, while the device was being deployed, it presented as a cobra deformation. The physician attempted to massage the occluder, but the deformation remained. The device was removed and a new 10mm amplatzer septal occluder was selected. During deployment of the second device, a cobra deformation presented during deployment. Attempts were made to return the shape to normal, but were unsuccessful. The device was removed and a 9mm amplatzer septal occluder was selected. The 9mm device was able to be successfully implanted to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable. No additional information was provided.